Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2007 and a xience v stent was implanted in the mid left anterior descending (lad) artery. On (B)(6) 2011, the patient experienced chest pain, diaphoresis, dizziness and shortness of breath. Diagnostic coronary angiography was performed and noted restenosis of the stent in the mid lad. Ischemia-driven revascularization was performed on (B)(6) 2011. The patient's symptoms resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, ischemia, and stenosis/restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.